Event description:
During an endoscopic appendectomy procedure the device arced electricity from crack/chipped side of insulated shaft causing several burns and a cut in the wall of the sigmoid colon. Areas of colon were oversewn with suture.